Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. However, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The instructions for use (IFU) state to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unknown therapeutic procedure, the procedure was completed with a similar device. Procedure took an additional 5 minutes but no impact to the patient.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a clogged auxiliary channel. Inspection and testing of the returned device found the auxiliary water channel was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the auxiliary water channel was clogged. Additional findings include the following: the scope cover was leaking, the bending section cover adhesive was separated and deteriorated, the charged-coupled device cover lens was chipped, there was a crease on the connecting tube, the universal cord had buckles, the key top 1 had wear and tear, the angulations were out of specification, and the insulation distal end value resistance was out of specification due to damage of the camera cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.